Event description:
It was reported that this patient expressed concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were possibly migrating. This patient followed up with their physician. An attempt to obtain additional information from the field representative (rep) was made in which the rep had no further information. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that this patient required imaging which revealed the electrode was broken and migrating, causing this patient pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient expressed concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were possibly migrating. This patient followed up with their physician. An attempt to obtain additional information from the field representative (rep) was made in which the rep had no further information. This s-ICD system remains in service. No adverse patient effects were reported.